Event description:
It was reported that this patient reported a shock while sleeping from this implantable cardioverter defibrillator (ICD) device. The patient was admitted to the hospital. A request was made to have data from this device analyzed. Rhythmcare confirmed ventricular tachycardia (vt) 200 bpm, post 41j shock vt episode continued at 150 bpm. Rhythmcare provided recommendation for defibrillation threshold (dft) testing and x-ray imaging recommended. Additional information was received indicating x-ray imaging confirmed location of right ventricular (rv) lead is in the correct position in line with the shock vector. An induction test was performed using a 31j shock, which was successful with 72 bpm. After the test, all electrical parameter tests were repeated and within the range. The patient remains hospitalized awaiting coronary angiography. Besides shock no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.